Event description:
"My left upper lateral incisor is still a little crooked compared to the other side I?d like that corrected more. " stated in (B)(4) 10/24/2024- case# (B)(4) -cust was being supported (B)(6) because of bleeding in aligners (visible inflammation) we asked about last dental cleaning and exam and cust replied not knowing when the last dental cleaning/or exam was. Inflammation has gotten more severe since og photos.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.